Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation identified the following : there was a groove on the neck below the trunnion. Gouges and damage were observed around the neck, taper and extraction hole. No other damages were noted and no further evaluation could be performed with the returned device. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to stem being worn. Attempts have been made and additional information on the reported event is unavailable at this time.